Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause was determined to be insufficient drains - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's ultrafiltration reading was 1174 ml, indicating the home patient (hp) drained 1174 ml more than their programmed fill volume of 1600 ml. This information gave a total drain volume of 2774 ml, which meets iipv criteria. According to the nurse they were aware of the patient's excessive drain volumes. They increased the patient's dextrose to 4.25% because he was retaining a lot of fluid. The patient had fluid overload in the peritoneum as well as extremities. The nurse stated that they used 4.25% to pull fluid out. This resolved the issue and the patient resumed therapy. According to the nurse the patient is doing very well now. The nurse did not think the patient felt full during a specific cycle in therapy, however, he had an overall feeling of overfull. There was no patient injury or medical intervention.